Event description:
Medication arrived from pharmacy with tubing and filter infusing into patient was noted to be leaking on the floor from a side port. Pharmacist notified; medication returned to pharmacy. New bag to be sent for infusion.